Event description:
The customer reported that the ventilator alarmed with getting error 3.3 and 35 volt failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the motor controller (mc) pcba u10 component failure created the 1117, 111d, 111b, 1127 and 1118 error codes. No problem found with the power management board.